Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had solid white display. Customer¿s blood glucose was 180 mg/dl at the time of incident. Customer stated that insulin pump shows physical damage. Customer stated that the display was cracked and scratched. Customer stated that display was not readable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powers up with an illegible partial display. After further review, the lcd screen as well as the circuitry located on both sides of the lcd controller are cracked. Unable to perform displacement, and self tests due to the cracked components/circuitry.